Event description:
The surgeon was performing a tmt fusion. Post surgery 1 locking screw backed out of the plate and a non-locking screw backed out of the plate and broke. The pt was a (B) (6) lb non-compliant pt per the surgeon.

Manufacturer narrative:
The IFU states obesity as a counter indication for this system.